Event description:
The pt received two leads from the same lot number. It was reported the pt had lead migration. X-ray imagery confirmed the issue and the physician replaced the leads with a new paddle lead. The pt was getting the desired coverage post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.